Event description:
Olympus medical systems corp (omsc) was informed that during a gastroscopy with biopsy for a sinus ventriculi using the subject device, the facility noticed that the biopsy site was bigger and deeper than usual and the biopsy site reached the serosa of the stomach. The biopsy site was reportedly treated with 5 pieces of clips. It was reported that the biopsy procedure was completed using the subject device and the pt was discharged from the facility on the same day.

Manufacturer narrative:
The subject device has not been returned to omsc for eval at present; if a reportable result is found after the eval, omsc will submit the result as a supplemental report. Omsc reviewed the mfg records during the period, when the subject device was supposed to be manufactured, and confirmed that there was no irregularity. The fb-25k-1 instruction manual already warns "do not force the distal end of the insertion portion against the body cavity tissue. If you press the instrument's distal end too hard against tissue in an attempt to take a sample more than needed, the risk of perforation increases. Do not take more than needed." This report is being submitted as a medical device report in an abundance of caution.